Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At a routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt). No further interventions were reported.

Manufacturer narrative:
A1a: information added. A3a: information added . B3: updated from bsc aware date to actual event date. B5: information added. B7: information added. D4: upn # added. H6: impact code changed from no health consequences or impact to medication required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At a routine follow up, computed tomography (CT) imaging revealed a device related thrombus (drt). No further interventions were reported. It was further reported the drt was discovered at the (6) six month routine follow up, the implanted closure device was 27mm in size and it remained in its original implanted position. The patient had been on dual antiplatelet (dapt) medication regimen up until the drt was discovered and had been on eliquis prior to implant. The physicians had the patient stop aspirin and plavix and start eliquis, along with a follow up CT scan in three (3) months in response to the drt.